Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our analysis showed this device did not meet longevity expectations. Final analysis concluded premature battery depletion occurred due to compromised low-voltage capacitors, which resulted in a high current condition. Despite these compromised capacitors, testing confirmed the device had normal pacing, sensing, and defibrillation therapy functions. This device is included in the (B)(6)2006 advisory issued by guidant (now boston scientific crm) regarding premature battery depletion potential in a small subset of ICD and crt-d devices due to a failure of a capacitor from a single lot. This issue is discussed in the q3 2010 version of our product performance report. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an isolated episode of noise, indicative of electromagnetic interference (emi). The patient suffered no adverse effects as a result of this episode. The device was later explanted after declaring elective replacement indicator (eri), and returned to boston scientific.